Event description:
It was reported by service report that the stair tread/tracks are stuck (tracks won't engage) due to dirt/debris in the tracks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.